Manufacturer narrative:
The device was returned for evaluation. The root cause was a manufacturing error. The kittner device penetrated the pouch seal. The production line was reviewed and it was determined that it is possible to turn the line speed up too far, without the operator realizing it, and that could produce weaker seals. Based on this, the production has been moved to a different seal machine to prevent that from occurring again. All lots in inventory were reviewed, and all were repackaged on the accu-sealer (different seal machine) to ensure that any existing inventory would not have the same concern. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".

Manufacturer narrative:
The device has been returned for evaluation, and the investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.